Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 271, 335, 221 mg/dl. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events. No furter information has been reported.